Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 101.0 cm from the proximal end; the coil was intact on the proximal end of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the pusher assembly was kinked while loading the coil into the microcatheter. Evaluation of the returned device revealed that the pusher assembly was kinked. This type of damage typically occurs if the device was improperly handled during use. If force was being applied at an angle while manipulating the coil, it is likely that damage such as this may occur. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While attempting to advance a ruby coil into another manufacturer's microcatheter, the pusher wire of the ruby coil became bent. The ruby coil was removed and the procedure successfully continued using a new ruby coil.